Event description:
It was reported by the customer that a bd pyxis¿ medbank tower cubie not physically present. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the cubie was not physically present in the bin location. A technical support specialist cycle-counted the quantity zero to trigger a purchase order. The name of the employee who last restocked the cubie was provided for tracking purposes. The customer was advised to contact the pharmacy for an interim workaround. The system functioned as intended after the technical support specialist troubleshot the device.